Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d6b, h6. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: granuloma.

Event description:
Healthcare professional later reported "breast implant capsule with silicone granuloma" via pathology report device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "intracapsular rupture". This record is for the left side. The device remains implanted. The device will be returned.